Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation/rupture.

Event description:
Healthcare professional reported via nbir, left side "suspected/actual rupture/deflation" and "correction of asymmetry". The device has been explanted and replaced.